Event description:
The registered nurse was removing main line intravenous tubing, which was not attached to patient, from the infusion pump and the safety latch on tubing did not activate when removed from pump.